Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that approximately 4 cm of the bladder end was detached from the rest of the stent. The suture hole was torn on the bladder end of the stent, and the suture was returned, still attached to the bladder end of the stent. The torn suture hole indicates manipulation. A cause for the event could not be determined since the device shows signs of manipulation but the customer stated the failure was noticed during unpacking.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the stent was "broken" and could not be used. The procedure was completed with another of the same device, with no complications to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date..

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the stent was broken and could not be used. The procedure was completed with another of the same device, with no complications to the patient.several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.